Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
An IV drip leak occurred at the connection between the female luer of the extension tube and the male luer of the q-site three-way stopcock during use. We have confirmed that there are no cracks or poor connections. The facility has requested that the top extension tubing and q-site three-way stopcock be returned after inspection.